Event description:
The customer reported that "when trying to place the port, the doctor was noticing blood and found the port to be leaking. As he inspected the port, it seemed to have a tear in it." The lot number provided was: 102332000.

Manufacturer narrative:
DHR review: all records were complete and in order. No non-conformances associated with lot 102332000. No similar complaints of this nature have been recorded for this lot number. Risk analysis review revealed that a slight irregularity on the surface of the port septum does not present a clinical risk to the pt or end user. It also does not affect the efficiency and the safety of the device. An investigation of the returned sample was conducted. The results of the investigation were as follows: a pressure decay leak test (5bar) was conducted on the returned sample. Acceptance criteria: no air pressure loss >50pa. Results: pass. A flush test was conducted on the returned sample. The system was not occluded there was no signs of leakage. An inspection of the septum of the port was conducted before and after the flush test. Prior to the flush test there was no trace of puncture marks. However, it was noted that there was a slight irregularity on the surface of the port septum. This irregularity did not affect the efficacy and safety of the device. Pot flush test the port was re-examined and there was a clear difference between the slight irregularity and the a puncture mark on the septum. Therefore pfm is unable to confirm the nature of this complaint, as the investigation of the returned port system did not identify and leaks.